Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. A customer reported receiving a low scan result on the ADC device; it's unknown whether the customer noted a trend arrow on the device. The customer was asymptomatic and was capable of self-treating with glucose tablets for treatment. Subsequently, the customer performed a finger prick test and confirmed that their glucose levels were high. The customer self-administered insulin (dose/type unspecified) as corrective treatment. There was no third-party treatment reported with the reported issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.